Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy.

Event description:
During the procedure, the generator showed an error message indicating that the neutral electrode had come loose. The message appeared twice in a row and the procedure could not be completed. There was no adverse consequence to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.